Manufacturer narrative:
The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: improper component placement, vessel occlusion.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore implanted with gore® excluder® aaa endoprostheses. Reportedly, the patient was very tall. After a gore® excluder® trunk-ipsilateral leg component and a gore® excluder® contralateral leg component had been implanted, an additional plc201000 contralateral leg component was deployed to achieve seal in the right common iliac artery. However, intra-operative angiography imaging showed no flow in the right hypogastric artery as the vessel had been unintentionally covered by the device. Reportedly, and due to the length of the patient¿s anatomy, the vessel¿s origin might have been visually misidentified, leading to the coverage. The patient tolerated the procedure which proceeded and concluded as planned.